Manufacturer narrative:
(B)(4) the instrument was returned and evaluated. Per the customer reported complaint, engineering observed melting at the grip base and yaw pulleys. One conductor wire broke off from the pulley. The clevis and cable do not exhibit damage. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.